Manufacturer narrative:
Still under investigation at this time.

Event description:
The physician attempted to deploy a tulip jugular filter. Upon release he saw two legs intertwined. The filter began to migrate and he successfully retrieved the filter and found the legs still entwined after he pulled it out of the sheath. The principals reported the pt was stable and another filter was deployed successfully. The department released hipaa safe scans of the filter procedure. The tech and radiologist found legs had become undone and the device looked normal after sitting on a jar overnight.